Event description:
The customer alleged an oil mist issue. There were no injuries reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Oil mist - capital equipment, evaluated at customer site. The fse reported the following: replaced the oil mist filter assembly to correct the issue. The fse performed a test cycle with no issues.